Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to oversensing with pacing inhibition. An x-ray confirmed that there was a conductor fracture and insulation damage. The explant and event dates provided did not make sense, so they were left off this report.